Event description:
On (B)(6) 2014, 3m espe was contacted by a dentist who reported that after use of 3m espe scotchbond universal adhesive and 3m espe relyx ultimate cement to secure crowns (non-3m products), approximately 15% of the treated patients required endodontic treatment; he subsequently revised the number to 5% of the patients, but was unable to provide 3m espe with an estimate of the total number impacted. The dentist did note that all of the impacted patients had badly broken down teeth and that the potential for the need for endodontic treatment was present. All patients received a remade crown and are all reported as currently fine.

Manufacturer narrative:
Upon review of the dental professional's technique, it appears that perhaps the tooth preparations may have been over-dried. Such a situation could lead to the sensitivity that was noted prior to the endodontic treatment. Additionally the dentist stated that he obtained the same sensitivity results when he used a competitors product ((B)(4)), which indicates that there's a general handling problem. Since there were two suspect medical devices involved in this event, two MFR reports are being submitted. The second suspect device is described in this report, the first suspect device is described within MFR report number 9611385-2014-0003.